Event description:
Info indicated the siderail will not latch.

Manufacturer narrative:
The hill-rom technician replaced the center arm assembly to resolve the issue. This was an abuse issue. The bed was missing head and foot boards so the facility was using the siderails to move the bed.